Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report 9681834-2014-00297 to provide the return sample evaluation. The actual sample was returned to the manufacturing facility for evaluation. The original port adaptors were not returned. Visual inspection upon receipt did not find any visible anomaly. Visual inspection of the reservoir blood outlet port (hereinafter called port in this report.) Did not find any visible anomalies. Port was subjected to dimensional inspection and verified to meet manufacturing specifications, being comparable to those of the current product sample. A factory-retained port adaptor was jointed to port and the joint between them was further tightened by holding the port adapter on the larger bore side where there are some ribs on the outer circumference and screwing it to port securely. The reservoir was then filled with saline solution in the maximum amount to be pooled and left in this state for 6 hours. There was no leak at the joint between port and the port adapter. Simulation testing was conducted on the retention sample cx*sx10r, lot#140122. Test 1: the port adapter with the white cap attached on it was fixed to port by the white cap being held and screwed till the port adapter would not be screwed in to port any further. Subsequently, the reservoir was filled with saline solution in the maximum amount to be pooled and left in this state for 6 hours. There was no leak at the joint between the port adapter and port. It should be noted, however, that during fixing the port adapter to port, the white cap turned without making secure contact with the port adapter, making it difficult to fix the port adapter to port securely and that subsequently, when an attempt to further tighten the port adapter was made by holding the ribs on the larger bore side and screwing, the port adapter was able to be tightened further. Test 2: the port adapter with the white cap attached on it was fixed to port by the white cap being held and screwed till the port adapter would not be screwed in to port any further. The white cap was removed from the port adapter and a tube was attached to the port adapter. Based on an assumption that the tube may have been subjected to a pulling force while the circuit was built up during the set-up or by the roller pump during priming, the tube was pulled in the lateral direction so that the joint between the port adapter and port could be subjected to an external force. As a result, a leak occurred at the joint. Test 3: one end of a tube was jointed to the port adapter and the other end to the roller pump. Then the port adapter was fixed to port. The length of the tube was set to 30cm arbitrarily. Subsequently, with the tube being subjected to a torsional force the reservoir was filled with saline solution in the maximum amount to be pooled and left in this state. 1 hour later, the saline solution started to leak gradually at the joint between the port adapter and port. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there was no indication of production related problems. Although the exact cause cannot be determined based on the available information, as a cause of the reported leak, the following events may have occurred on the actual sample simultaneously. The port adapter has not been fixed to port securely. The joint between them was subjected to a force, including a pulling force and a torsional force, during set-up and/or priming. If the port adapter had been fixed to port insufficiently, it is likely that the port adapter was fixed to port by its white cap being held and screwed or by the tube jointed to the port beforehand being held and screwed. If the joint between the port adapter and port had been subjected to an external force during set-up and/or priming, there may have been a pulling force or vibrating force affecting the joint during building up the circuit or from the roller pump. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00297 to provide the return sample evaluation.

Manufacturer narrative:
(B)(4). The actual sample has not been returned to the manufacturing facility for evaluation; however a follow-up report will be submitted when the actual sample is received and a full investigation is complete. (B)(4). A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Device not returned.

Event description:
The user facility reported some leaks from the reservoir outlet port. Follow up communication with the user facility reported: the oxygenator was connected to the patient and priming started; perfusionist noticing some leaks from the reservoir outlet through the 3/8" 1/4 connector provided in the oxygenator box; the connector was changed but there was still leakage found through the connector threading; and it was replaced with another terumo sx10 oxygenator.